Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm, high blood glucose levels, diabetic ketoacidosis and hospitalization. Customer's blood glucose level was about 600 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via, manual injection and hospitalization. Customer received no delivery alarms and the issue remained unresolved. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.